Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-342, mmt-1884, mmt-441ak. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-441ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 to 235 which was not included in the initial report. So, the correct patient weight as per new additional information is 235 which is updated in section a4. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from(B)(6) 2024to (B)(6) 2024as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/06/2024 21:54:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. The p-cap/reservoir does lock properly. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.